Manufacturer narrative:
Clinical investigation: it is unknown if a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the serious adverse event of a peritonitis. The etiology of the serious adverse event is unknown; therefore, causality could not be established. Esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. It should be noted that a lack of clinical follow-up precluded a more comprehensive investigation. Based on the information available, the liberty select cycler and liberty cycler set cannot be disassociated from the serious adverse events. There is no allegation or objective evidence indicating the patient¿s fmcrtg device(s) and/or product(s) caused or contributed to the serious adverse events, nor was there any report that a fmcrtg device(s) and/or product(s) failed to meet the users¿ expectations and/or manufacturer specifications. However, based on the lack of causality, timeline, medical history and clinical follow-up, this clinical investigation cannot exclude the liberty select cycler or liberty cycler set from having a possible causal or contributory role in the serious adverse events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that the patient has had peritonitis in his 10-year history on pd. The pdrn stated the patient is well versed in pd therapy. Subsequent attempts to obtain additional clinical information (e.g., causality, medications, medication intervention, pd orders, hospital records) were unsuccessful.